Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of adverse event ("destruction to body caused by essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media:destruction to body caused by essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adverse reaction ("destruction to body caused by essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media:destruction to body caused by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of pqs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.